Event description:
The device was applied during a sigmoid colectomy procedure, reportedly, the premium ceea 31 was too large to pass through the colon so the surgeon requested a smaller size (ppceea 28) instrument. The anvil of the ppceea 28 was inadvertantly used on the pceea 31 which caused the instrument to jam and not open. The surgeon resected the tissue and completed the procedure by manual suture.